Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that while planning a procedure on the computer for pre-operative planning prior to a case the laptop seemed abnormally slow. There were difficulties to delete "temporary folder data" to load additional series, and to view fusion between CT and MRI. The surgeon was unable to evaluate fusion due to how slow the laptop was performing. Data was exported to the core device in order to do the planning.

Manufacturer narrative:
It was reported that the computer for pre-op planning was abnormally slow. Technical investigation indicated that it had a drop in performance which could be due to an overheating of processors. It is assumed that it was a temporary state as the computer had not been used for a long period of time prior to the event. There have been no further occurrences of the same issue on the laptop. Event summary, device history record review and complaint history review did not identify contributing factors.